Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient's dog walker found the patient on the floor in the garage around 3:30 pm on (B)(6) 2020. The patient was passed out and had a cut/abrasion on her hand. The dog walker called emergency medical technician¿s (emts), but the patient's neighbor took her to the emergency room (ER). The patient said her blood glucose (bg) was low but could not remember the specific value taken when the emts arrived. She did not clarify what the continuous glucose monitor (cgm) was reading during the event or whether she heard the receiver make an alert noise. She stated that her low alert was set to 80 mg/dl on her receiver. No information was provided regarding any treatment by the emts. When she was admitted to the ER, the doctors performed several unspecified tests. The hand injury was x-rayed and wrapped in an ace bandage. There was no fracture or sprain. She was released later that evening after 5-6 hours and felt okay at the time of the report the following day. She stated that she has difficulty seeing the alerts due to vision issues. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.